Manufacturer narrative:
H.10: livanova deutschland requested the defective gas blender for investigation. The error code reported by the customer could be confirmed. Internal cables and connections were inspected and it was found that the air connector was not right in place and the microcontroller was not right inserted on the board.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. After powering on the device, the error code appeared on the co2 display. The technician experienced also error message on the system panel. The device has been requested back to the manufacturer site for a detailed investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system displayed an error code during priming. There was no patient involvement.